Event description:
On (B)(4) 2012 product analysis was completed on a generator that had been explanted due to end of service. Product analysis found that the elective replacement indicator flag was set; an open can measurement of the battery voltage confirmed that the eri flag had been properly set. The partially depleted battery condition was the result of expected battery depletion based on the battery life calculation. With the exception of the eri parameter (eri flag was set to "yes" due to a low battery condition), the device performed according to functional specifications. Supply current pulsing was over-the-limit. Analysis indicated that during manufacture of the generator, the r35 resistor (a selectable value resistor) could have been more optimally chosen. A lower value resistor would have more suitably centered the currents within their limits. After r35 was optimally reselected, the device performed according to functional specifications. The out-of-specification supply current pulsing could potentially be a contributing factor to the low battery condition; however, results of the battery longevity calculation indicated that the low battery condition was an expected event.